Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a fuzzy image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of the gastrointestinal videoscope had a fuzzy image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water supply had white residue and a b30 (scope communication error). Based on the results of the investigation, the probable root cause of the fuzzy image and the scope communication error (b30) was a bad plug unit and a bad cable. Based on the results of the investigation, olympus confirmed the device had white foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use (IFU) which states: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.